Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad malfunction, which was reproduced. The device eval confirmed the #5, #6, #7, #8, and #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e.g. When the #1 key is pressed 15 will be displayed. When in alphabetic mode and the abc key is selected, am will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a malfunctioning keypad. The customer stated the #1 key has double entry. It was also reported there was no pt involvement.